Event description:
Information was received from a consumer in regard to a patient receiving compounded baclofen 2,000 mcg/ml via an implantable infusion pump. The indication for use (IFU) was listed as other. On (B)(6) 2016 there was an anomaly at the patient's last interrogation and the physician ordered a CT (computed tomography). The results had conflicting information that what was stated in the programmer. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.